Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 526 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting a result of 600 mg/dl. The consumer alleged he had an insulin reaction not requiring emergency intervention. It was realized during the call the consumer transfers and mixed nova bd test strips with his nova max test strips against our directions. The test strips meter in question will be returned for evaluation.